Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens, diopter -5.0 was implanted into the patient's right eye (od) upside down. This occurred on (B)(6) 2020. On the same date in a separate surgery, the lens was exchanged with a longer lens and the problem is resolved. Reportedly, no patient injury occurred and the cause of the event is reported as unknown.